Event description:
It was reported that the patient expired due to septic shock. The patient was admitted to the hospital with vomiting, nausea, and rectal bleeding. Principal diagnosis was presumed sepsis secondary to line sepsis. Echo showed vegetation on the leads. The patient was deemed too sick to tolerate an explant procedure. Dnr was decided by family member. The patient expired three days post hospital admission.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.